Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. However, insulin pump error alarm during self test and confirmed in the insulin pump history file due to broken trace at keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The device was returned for analysis.